Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on a centaur analyzer, an analytical e module analyzer (e170), and a cobas e411 analyzer. Refer to the attachment to the medwatch for all patient data. Information concerning if any result was reported outside of the laboratory was requested, but was not provided. No adverse event was reported. As insufficient sample material remained for further testing, a specific root cause could not be determined. From the provided data, a general reagent issue was not suspected. Upon comparing results generated by different types of analyzers, variances can be expected due to the different setups of all assays, the antibodies used, and variances in the reference methods. For thyroid parameters, age, gender, and other characteristics should be considered when analyzing results.